Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure the stent was partially deployed. The 99% stenosed target lesion was located in the ostial coronary artery. A 3.50x16mm taxus liberte stent delivery system (sds) was advanced to the target lesion and when the physician attempted to deploy the stent at 18atms the stent only partially deployed. It was noted that the device was successfully removed from the patient and the procedure was completed with a 3.5x13mm non bsc stent. No patient complications were reported and the patient's condition is stable.